Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that during testing it was noted the energy select switch was displaying 50j when the switch was at 150j. There was no pt involvement.